Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: sion blue, xtr, gaia ii; guide catheter: launcher ebu 3.5 (6-french). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported resistance advancing and balloon rupture appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. A non-abbott guiding catheter and non-abbott guide wires were placed. The 1.5x12mm mini trek balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc met resistance with the patient's anatomy during advancement; however, the bdc was able to cross the lesion. During inflation of the bdc to pre-dilatate the lesion, the balloon ruptured at 12 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 1.5x15mm non-abbott bdc and 2.25x15mm non-abbott bdc were used to pre-dilate the lesion. The procedure was completed without stenting reportedly because the lesion could not be dilated enough to deploy a stent implant. There was no additional information provided.